Event description:
It was reported that the patient experienced diminished therapy, over the course of a few months. The patient's parkinson's disease symptoms worsened. A number of reprogramming sessions were performed, with no benefit. The patient's battery was at the end of service (eos), though it had only been implanted for approximately seven months. Impedance tests were performed and it was noted that a number of the readings of the left-side lead were low and not within range. Impedance testing on (B)(6) 2010, by the manufacturer representative, suggested that there was most likely a short circuit in the system which caused an increased drain on the battery (which resulted in the eos). During surgery on (B)(6) 2010, it was determined that the left-side lead caused the low impedance readings. On (B)(6) 2010, the patient's ins was removed and replaced. The new ins was then connected to the leads, but not turned on. The patient's faulty left-side lead was subsequently removed and replaced on (B)(6) 2010. The patient was recovering well and the device was reactivated. Good control of the parkinson's disease symptoms was shown. Impedance readings were checked and, although elevated, were within normal range. No further details were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).